Event description:
It was reported that the pump will be explanted due to "several" intermittent motor stalls. No patient symptoms or injury were reported. The pump contained morphine and lioresal.

Manufacturer narrative:
(B)(4).